Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was having pain and discomfort at the pocket site. Patient was scheduled for an explant on (B)(6) 2016. Rep stated patient is extremely skinny and she is happy with therapy. Patient indicated if a smaller battery comes out, she would like to do therapy again. The hcp did not feel like pocket revision would make a different for patient because he has no additional place to locate the battery. The issue was not resolved at time of the report. Patient status was noted as alive, no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.